Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, ventricular tachycardia was noted. The patient was then cardioverted, resulting in suction/low flow events when the patient's blood pressure dipped. The patient remained on impella support.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. The device passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.